Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods lasting for more than 15 days, leading to anaemia"), device breakage ("remaining fragments") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anaemia due to hemorrhagic menstrual periods") with asthenia and fatigue, muscle disorder ("serious muscle problems"), migraine ("migraines"), tendonitis ("chronic tendonitis"), depression ("depression"), alopecia ("hair loss"), arthralgia ("joint pain"), dizziness ("dizzy spells"), tinnitus ("tinnitus"), oedema ("oedema"), hot flush ("hot flushes"), tremor ("trembling"), gingival bleeding ("bleeding gums") and amnesia ("memory loss"). The patient was treated with analgesics, antidepressants, surgery (vaginal inter-adnexal hysterectomy in (B)(6) 2015), surgery (removal of remaining fragments on (B)(6) 2017) and surgery (endometrial ablation in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, device breakage, endometriosis, abdominal pain, anaemia, muscle disorder, migraine, tendonitis, depression, alopecia, arthralgia, dizziness, tinnitus, oedema, hot flush, tremor, gingival bleeding and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anaemia, arthralgia, depression, device breakage, dizziness, endometriosis, gingival bleeding, hot flush, menorrhagia, migraine, muscle disorder, oedema, tendonitis, tinnitus and tremor to be related to essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced hemorrhagic menstrual periods lasting for more than 15 days, leading to anemia; remaining fragments (interpreted as device breakage); and endometriosis. During the 3 years of essure use, the patient underwent interventions of endometrial ablation, hysterectomy, and removal of remaining fragments. The events were serious due to medical significance. Menorrhagia and device breakage are anticipated in the reference safety information of essure, endometriosis is unanticipated. Changes in menstrual patterns may occur during the use of essure. This patient had endometriosis (possibly uterine, since an endometrial ablation was performed), which is a known cause of excessive bleeding. However, a vaginal hysterectomy was performed a few months after the ablation. Thus, while the causality of endometriosis is considered per se unrelated to essure, a causal or contributory role of essure to the menorrhagia cannot be excluded (related). Concerning the device breakage, no details were provided but, since "remaining fragments" were described, it is conceivable that the breakage occurred in the context of the hysterectomy. Given the nature of the event, a causality of essure for the breakage cannot be excluded (related). This case was classified as incident in line with the ha assessment and due to surgical device removal. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of prolonged heavy periods ('haemorrhagic menstrual periods lasting for more than 15 days, leading to anaemia'), device breakage ('remaining fragments'), endometriosis ('endometriosis') and gait disturbance ('loss of autonomy and moves around with crutches and wheelchair'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anaemia ("anaemia due to hemorrhagic menstrual periods") with asthenia and fatigue, migraine ("migraines"), alopecia ("hair loss"), tinnitus ("tinnitus"), oedema ("oedema"), hot flush ("hot flushes"), tremor ("trembling/tremors"), gingival bleeding ("bleeding gums") and vertigo ("vertigo"). In 2015, the patient experienced prolonged heavy periods (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia/severe fibromyalgia"), insomnia ("insomnia"), sleep disorder ("sleep disturbance"), myalgia ("muscle pain") and heavy periods ("haemorrhagic periods"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), gait disturbance (seriousness criterion disability), muscle disorder ("serious muscle problems"), tendonitis ("chronic tendonitis"), dizziness ("dizzy spells"), amnesia ("memory loss") and visual impairment ("vision deterioration"). The patient was treated with analgesics, antidepressants. And surgery (endometrial ablation in (B)(6) 2015, removal of remaining fragments on (B)(6) 2017. And vaginal inter-adnexal hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the prolonged heavy periods, device breakage, endometriosis, gait disturbance, abdominal pain, anaemia, muscle disorder, migraine, tendonitis, depression, alopecia, arthralgia, dizziness, tinnitus, oedema, hot flush, tremor, gingival bleeding, amnesia, vertigo, visual impairment, insomnia, sleep disorder, myalgia and heavy periods outcome was unknown. And the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anaemia, arthralgia, depression, device breakage, dizziness, endometriosis, fibromyalgia, gait disturbance, gingival bleeding, hot flush, insomnia, migraine, muscle disorder, myalgia, oedema, prolonged heavy periods, sleep disorder, tendonitis, tinnitus, tremor, vertigo, visual impairment and heavy periods to be related to essure. The reporter commented: she reports, because of this device, she had to undergo 3 operations. And a piece of the implants, which were cut is still there. Before these implants were inserted, she was in very good health. She also reports, adverse event severe loss of autonomy. And moves around with crutches and wheelchair. Placed in disability 2nd category. Quality safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation. Therefore, they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time, because there was no event reported. Which indicates, a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2021, event updated: vertigo, haemorrhagic periods, muscle pain, loss of autonomy and moves around with crutches and wheelchair, sleep disturbance, insomnia, fibromyalgia/severe fibromyalgia, vision deterioration. Onset date 2015, added on events: haemorrhagic menstrual periods lasting for more than 15 days, abdominal pain, depression, joint pa. Onset date (B)(6) 2014, added on events: anemia due to hemorrhagic menstrual periods, serious muscle problems, migraines, chronic tendonitis, hair loss, tinnitus, oedema, hot flushes, trembling /tremors, bleeding gums, memory loss. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 06-apr-2017. The most recent information was received on 22-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of prolonged heavy periods ('haemorrhagic menstrual periods lasting for more than 15 days, leading to anaemia'), device breakage ('remaining fragments'), endometriosis ('endometriosis') and gait disturbance ('loss of autonomy and moves around with crutches and wheelchair') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anaemia due to hemorrhagic menstrual periods") with asthenia and fatigue, migraine ("migraines"), alopecia ("hair loss"), tinnitus ("tinnitus"), oedema ("oedema"), hot flush ("hot flushes"), tremor ("trembling / tremors"), gingival bleeding ("bleeding gums") and vertigo ("vertigo"). In 2015, the patient experienced prolonged heavy periods (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia / severe fibromyalgia"), insomnia ("insomnia"), sleep disorder ("sleep disturbance"), myalgia ("muscle pain") and heavy periods ("haemorrhagic periods"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), gait disturbance (seriousness criterion disability), muscle disorder ("serious muscle problems"), tendonitis ("chronic tendonitis"), dizziness ("dizzy spells"), amnesia ("memory loss") and visual impairment ("vision deterioration"). The patient was treated with analgesics, antidepressants and surgery (endometrial ablation in (B)(6) 2015, removal of remaining fragments on (B)(6) 2017 and vaginal inter-adnexal hysterectomy in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the prolonged heavy periods, device breakage, endometriosis, gait disturbance, abdominal pain, iron deficiency anaemia, muscle disorder, migraine, tendonitis, depression, alopecia, arthralgia, dizziness, tinnitus, oedema, hot flush, tremor, gingival bleeding, amnesia, vertigo, visual impairment, insomnia, sleep disorder, myalgia and heavy periods outcome was unknown and the fibromyalgia had not resolved. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, depression, device breakage, dizziness, endometriosis, fibromyalgia, gait disturbance, gingival bleeding, hot flush, insomnia, iron deficiency anaemia, migraine, muscle disorder, myalgia, oedema, prolonged heavy periods, sleep disorder, tendonitis, tinnitus, tremor, vertigo, visual impairment and heavy periods to be related to essure. The reporter commented: because of this device, she had to undergo 3 operations and a piece of the implants which were cut is still there. Before these implants were inserted she was in very good health. She also reports adverse event severe loss of autonomy and moves around with crutches and wheelchair, placed in disability, 2nd category. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods lasting for more than 15 days, leading to anaemia"), device breakage ("remaining fragments") and endometriosis ("endometriosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anaemia due to hemorrhagic menstrual periods") with asthenia and fatigue, muscle disorder ("serious muscle problems"), migraine ("migraines"), tendonitis ("chronic tendonitis"), depression ("depression"), alopecia ("hair loss"), arthralgia ("joint pain"), dizziness ("dizzy spells"), tinnitus ("tinnitus"), oedema ("oedema"), hot flush ("hot flushes"), tremor ("trembling"), gingival bleeding ("bleeding gums") and amnesia ("memory loss"). The patient was treated with analgesics, antidepressants, surgery (vaginal inter-adnexal hysterectomy in (B)(6) 2015), surgery (removal of remaining fragments on (B)(6) 2017) and surgery (endometrial ablation in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, device breakage, endometriosis, abdominal pain, anaemia, muscle disorder, migraine, tendonitis, depression, alopecia, arthralgia, dizziness, tinnitus, oedema, hot flush, tremor, gingival bleeding and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anaemia, arthralgia, depression, device breakage, dizziness, endometriosis, gingival bleeding, hot flush, menorrhagia, migraine, muscle disorder, oedema, tendonitis, tinnitus and tremor to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-may-2017 for the following meddra preferred term: menorrhagia- analysis in the global safety database 397 revealed cases. Device breakage - analysis in the global safety database 1628 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.